Event description:
An enlightn guiding catheter was used during a renal ablation procedure. A day following the procedure, the patient was readmitted experiencing pain in the right groin and a hematoma was present. A pseudoaneurysm was diagnosed via ultrasound. The patient was given a thrombin injection and discharged in stable condition.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The enlightn guiding catheter instructions for use (IFU) cautions that inserting the guiding catheter system through an artery may cause excessive bleeding, vasospasm, vessel trauma, or other complications.

Event description:
The ablation procedure was performed on (B)(6) 2014 and the patient was readmitted on (B)(6) 2014.